Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 150 to 160 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from friend's meter to trueresult meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 260 mg/dl using friend's meter and 117 mg/dl using trueresult meter. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/23/2016 and open vial date is not known. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 150 to 160 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from friend's meter to trueresult meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 260 mg/dl using friend's meter and 117 mg/dl using trueresult meter. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/23/2016 and open vial date is not known. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.